Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a curved blade broken at the tip of the blade. A piece approximately 0.398" x 0.085" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The instrument was found to fail energy recognition test. The instrument was placed on an in-house system and connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be. The instrument failed the energy recognition test; the instrument generated a message "tighten assembly" on three out of three attempts. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the connection between the harmonic ace instrument and the gn11 host machine failed. No fragment fell into the patient. The procedure was completed with no reported injury.